Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that therapy was turning on by itself. There were no related falls or traumas. This morning the patient went to lie down with stimulation at 3v. The patient could not sleep with stimulation on because it ¿bugs¿ them. Since implant it felt like the patient was ¿shaking¿ like they were ¿bouncing.¿ the patient turned it down to 2 like they typically did and shut if off. The patient woke up a few hours later, got up, and sat down to have a conversation when all of a sudden the stimulation turned on without the patient using the patient programmer. This was reported to be the first time this had ever happened. The patient got their patient programmer and it was at 2. The patient could turn the stimulation up and down but could not turn stimulation off. During the call the patient used the patient programmer and confirmed that the ins was off. The patient was assisted in turning stimulation on and off on the call. After the patient turned the ins off again the patient still felt stimulation. Currently the ins was off and the patient was going to keep the ins off for now. This was a sudden change. The patient was in a lot of pain all of the time. The patient had rsd (complex regional pain syndrome-crps) and their feet and legs were terrible. It was reported that the therapy helped but not a lot with ¿maybe 15, 20, 25%.¿ it was stated that without the device on their legs would kill them even if they had medicine the patient would not be able to drive. No further complications were reported. The pain and inability to sleep had been since implant of their first device in 2003. The patient did not have a managing health care professional (hcp). Hcp listings were provided.